Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed five months remaining during device check with increase in power consumption noted. A premature battery depletion (pbd) was suspected. The device was scheduled for replacement. No further information available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information: a1. Patient identifier a1. Date of birth a2. Age at time of event a3. Sex

Event description:
It was reported that this pacemaker showed five months remaining during device check with increase in power consumption noted. A premature battery depletion (pbd) was suspected. The device was scheduled for replacement. No further information available at this time. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker showed five months remaining during device check with increase in power consumption noted. A premature battery depletion (pbd) was suspected. The device was scheduled for replacement. No further information available at this time. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed five months remaining during device check with increase in power consumption noted. A premature battery depletion (pbd) was suspected. The device was scheduled for replacement. No further information available at this time. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.